Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving an unknown medication via an implantable pump. It was reported the patient came into the emergency room (ER) the day before ((B)(6) 2020) and the day of the report ((B)(6) 2020) the patient was having an MRI (magnetic resonance imaging procedure) of the cervical, thoracic and lumbar spine with and without contrast. The patient stated the pump was "malfunctioning" and they were planning on having the pump replaced (B)(6) 2020.